Event description:
It was reported that a patient experienced cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. It was not reported if the patient required hospitalization. The patient was treated with intraperitoneal cefacidal (2g, frequency not reported) and gentamycin (80mg, route and frequency not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the events. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.